Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified forearm shunt. A 5.00mm/ 2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, the balloon was inflated initially at 10 atm but it ruptured upon second inflation at 10 atm. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and patient was in good condition post procedure.